Event description:
It was reported that during the implant, it was difficult to position the right ventricular (rv) lead. The measurements of the impedance were very inconsistent, varied in a wide range and some measurements were above 4000 ohms. The physician exchanged the analyzer cable and the measurements again showed high impedance values with a maximum of greater than 4000 ohms. Then the rv lead was exchanged and the new lead showed the same values. Neither of the rv leads were implanted and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.